Event description:
It was reported to philips that the device did not turn on. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in the coronary diagnostic procedure when the issue occurred, and the procedure was delayed for more than 20 minutes and completed by reinstalling the software. The philips remote service engineer (rse) inspected the system remotely and confirmed that the equipment was not starting. During troubleshooting, the rse found that after power outage, the equipment stopped working and the blue screen appeared on the data monitor due to a failure in the fd20 software. The backup (image ghost) through ippc was reinstalled and image store was recreated. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.